Manufacturer narrative:
The actual device was tested by the service provider on (B)(6) 2019. The pump passed the air-in-line test and met all specifications as intended. The reported issue was not confirmed.

Event description:
On 09/17/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2019, and reported an air-in-line alarm issue. The end user stated that "occurred in topsham office. 4-hour magnesium infusion was hanging. Pump and tubing failed. Pump beeped air in line 3 hours into infusion. Found champagne bubbles in tubing. Opened door, flicked line to disperse small bubbles, re-inserted tubing and restarted pump without incident. Infusion then continued for another 45 minutes. After some time, there was not a lot of magnesium left in the bag so nurse checked in with patient and advised it wouldn't be much longer. Approximately three minutes later nurse walked by, she saw a bubble in the line, checked it out. Whole IV tubing was empty, air in the entire line. Pump was still pumping into the patient. Do not know why pump was not alarming. Air was in the saline lock attached to the port." There was a patient was involved but was not harmed or injured. Medication being infused was magnesium sulfate. The device operator was a registered nurse.